Event description:
It was reported that a cracked or shattered touchscreen was discovered. There was no reported impact to the customer's blood glucose level. The customer was unable to safely assess the screen damage due to the screen protector and intended to call back for further assistance. Technical support attempted follow-up but only managed to leave a voicemail and subsequently closed the case after multiple follow-up attempts.